Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced and the candle sticks were re-greased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system was arcing after 90 minutes of subtraction fluoro during a case. No patient injury was reported.